Event description:
Per hospital's report "pt underwent right leg syrgery on 03/2001. Pt's leg was placed on an abduction pillow and was fitted with a sequential compression device. Nothing is charted to indicate any problems with neurovascular checks while the pt was in the orthopedic unit the day of the surgery. The MDR noted the following morning that the pt had suffered "righ foot drop". Hospital did not respond to requests for additional information.